Manufacturer narrative:
Product inquiry stated the joint space distractor star ankle to be the subject product. No further associated products were reported. A review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for approx. 06 years we presuppose that the device had fulfilled its tasks in former surgeries as intended. The received joint space distractor star ankle showed traces of a long and intense use identified by the general appearance. One spring of the spring unit (comprising of two springs) was separated and the fixation screw was missing. The second spring was fixed with a screw as intended. The missing screw was not returned. Further visible damage was not found. According to information received it was detected ¿during routine inspection¿ and thus, it could be assumed that the screw was loosened from the spring unit during reprocessing. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather attributed to a user related issue. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
During routine inspection while receiving the devices, it was noticed that the spring that opens and closes the device is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During routine inspection while receiving the devices it was noticed that the spring that opens and closes the device is broken.